Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-03811 and 2134265-2014-03933. It was reported that motor drive unit does not pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit does not pullback. No patient complications were reported.